Manufacturer narrative:
Evaluation of monitor has been completed. The reported problem (screen blank or black) was confirmed due to contamination on ca board component j101, causing fault. The monitor was unable to download flags or run detect and treat testing. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's lcd display screen was blank/black.